Event description:
New etq record created in order to update etq (legacy system) complaint number (b()4). Reason for original complaint.- litigation papers allege severe pain in the groin and hip, along with numbness in the hip and leg, all the way to the foot. The pain and numbness worsens throughout the day, interfering with her daily life and causing the patient to walk to with a limp. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/1/15- pfs and medical records received.pfs and medical records reviewed for MDR reportability. No change in pfs complaints of severe pain and numbness. Medical records did report a leg length discrepancy with right longer than left. There was no report of surgical revision of hip and labs for metal ions were less than 7 parts per billion. There is no new additional information that would affect the existing investigation.. The complaint was updated on: dec 17, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
. Ppf alleges elevated metal ions. In the previous attachment, it was indicated that the lab results for metal ions were below 7ppb. It was also indicated that only the head and liner were revised. Revision date was updated to 05/08/2017 doi: (B)(4), 2008- dor: (B)(4), 2017 (right hip)

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.